Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 350 mg/dl. During troubleshooting, the customer received an additional failed battery test. The customer was advised that they would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected low battery alarm anomaly or failed battery alarm anomaly noted. The insulin pump had cracked battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner and minor scratched display window.